Manufacturer narrative:
Additional information received from the initial reporter on 19 july 2016 and includes: the first liner (not implanted due to fitting issues) was thrown away by the sterilization staff. The instrument used was a straight impactor. The surgery was performed through the anterior approach. There were no consequences for the patient. The surgery was completed successfully using a new liner. Batch review performed on 27 july 2016. (B)(4).

Event description:
It was not possible to fit the liner into the cup.